Manufacturer narrative:
(B)(4). Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 3rd related complaint for leakage on lot # 9044761. A review of risk management document 149rmn-0004-01 revision 18, indicates that the potential risk of this specific reported incident (pen needle, leakage) was captured and addressed appropriately. Investigation summary: customer returned photos of a 5mm, 31g pen needle from lot # 9044761. Customer states that drops fall between the needle and the thread part (hub) when applying the medication. As per the photos from the customer and the event description, it appears that the customer is not removing the inner shield when attempting to inject. This will cause the insulin to not enter the body and be administered properly. As per the IFU for the product, the customer is required to remove the inner shield to inject properly. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the customer is not properly following the IFU for the reported product. The inner shield must be removed from the pen needle in order to inject insulin properly. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that 10 bd ultra-fine¿ pen needle minis experienced leakage during use. The following information was provided by the initial reporter: drops fall between the needle and the thread part (hub) when applying the medication (saxenda liraglutide). The application pens were replaced, but dripping persisted. Consumer reports performing the following procedure: take the pen medication (liraglutida saxenda) and take one unit from the needle box; fit the needle to the pen; the dosage that he should take would be 1.2mg, but as he is seeing the drip, he decided to do in two steps: first insert 0.6 mg and then 0.6 mg in an attempt to lose less medication; between the tip from where the needle comes out to the base where it is attached to the pen, after the application something that resembles the reflection of a liquid (colorless) can be noticed, in this case customer says that it is not a drop of water, since the smell is of medicine. He could even say that it resembles ketone-based compounds; 5) the base where he applies it on his body, also as recommended, is on the belly, there is a photo he took with the drop that came out of the needle and fell on his body (belly). Between 15 and 20 needles have been discarded in the process since consumer observation began.